Manufacturer narrative:
(B)(4). Batch # t5ez8z. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. Also, the staple height selector from the right side was broken off. The device was received with no reload present. Further analysis showed two anvil posts on the distal end damaged as if these anvil posts were tearing off of the anvil. In addition, the broken staple height selector, firing knob, and an anvil post were received inside of a plastic bag. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. Based on the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a pancreatectomy, ntlc75 stapler is not working properly, stapler unable to deploy the staple, firing knob not moved forward. The procedure was delayed by 15-minutes. Another stapler was used to successfully complete the case with no patient consequences.